Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("coils were found in the endometrial cavity / essure device exited the tube and was in the peritoneal cavity,migration of essure device location of device: endometrial cavity right side") in an adult female patient who had essure (batch no. 627303, 646507) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: intentional device use issue "additional coils were placed in the fallopian tube" and device ineffective "showed the left tube occluded but not the right tube". The patient's previously administered products included for an unreported indication: birth control pill. Concurrent conditions included diabetes, high cholesterol, bladder infection, vaginal irritation and vaginal discharge. Concomitant products included atorvastatin since april 2017 and metformin since november 2017. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain /pain"), abdominal pain ("abdominal pain/ abdomen"), back pain ("back pain") and dysmenorrhoea ("pain during menstrual cycle"). The patient was treated with surgery (on (B)(6) 2009, plaintiff underwent hysterectomy.). Essure was removed. At the time of the report, the device dislocation, pelvic pain, abdominal pain and back pain outcome was unknown and the dysmenorrhoea had not resolved. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea and pelvic pain to be related to essure. The reporter commented: the procedure note says tubal ostia was identified bilaterally. Filling of the right tube without obvious connection to the essure device was seen. It was found that likely the essure device exited the tube and was in the peritoneal cavity date(s) of insertion:30jul2009 lot no. 646507 (as per mr) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: left tube occluded but not the right tube; on (B)(6) 2009: results: showed tubal occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs & mr received. Reporter's information was added. Added event pain during menstrual cycle. Historical drug, concomitant drug, concomitant condition were added. Amendment: the report was also amended on (B)(6) 2018 for the following reason: non-significant correction done. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("coils were found in the endometrial cavity / essure device exited the tube and was in the peritoneal cavity,migration of essure device location of device: endometrial cavity right side") in an adult female patient who had essure (batch no. 627303, 646507) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "showed the left tube occluded but not the right tube". The patient's previously administered products included for an unreported indication: birth control pill. Concurrent conditions included diabetes, high cholesterol, bladder infection, vaginal irritation and vaginal discharge. Concomitant products included atorvastatin since (B)(6) 2017 and metformin since (B)(6) 2017. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain /pain"), abdominal pain ("abdominal pain/ abdomen"), back pain ("back pain"), intentional device use issue ("additional coils were placed in the fallopian tube") and dysmenorrhoea ("pain during menstrual cycle"). The patient was treated with surgery (on (B)(6) 2009, plaintiff underwent hysterectomy.). Essure was removed. At the time of the report, the device dislocation, pelvic pain, abdominal pain, back pain and intentional device use issue outcome was unknown and the dysmenorrhoea had not resolved. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, intentional device use issue and pelvic pain to be related to essure. The reporter commented: the procedure note says tubal ostia was identified bilaterally. Filling of the right tube without obvious connection to the essure device was seen. It was found that likely the essure device exited the tube and was in the peritoneal cavity. Date(s) of insertion:(B)(6) 2009. Lot no. 646507 (as per mr). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: left tube occluded but not the right tube; on (B)(6) 2009: results: showed tubal occlusion. Lot number: 627303, manufacture date: (B)(6) 2008, expiration date: 2010-05. Lot number: 646507, manufacture date: (B)(6) 2009, expiration date: 2012-05 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-feb-2019: quality-safety evaluation of ptc(product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("coils were found in the endometrial cavity / essure device exited the tube and was in the peritoneal cavity") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: intentional device use issue "additional coils were placed in the fallopian tube" and device ineffective "showed the left tube occluded but not the right tube". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain"), abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with surgery (on (B)(6) 2009, plaintiff underwent hysterectomy.). At the time of the report, the device dislocation outcome was unknown. The reporter considered abdominal pain, back pain, device dislocation and pelvic pain to be related to essure. The reporter commented: the procedure note says tubal ostia was identified bilaterally. Filling of the right tube without obvious connection to the essure device was seen. It was found that likely the essure device exited the tube and was in the peritoneal cavity diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: eft tube occluded but not the right tube; on (B)(6) 2009: showed tubal occlusion. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.